Event description:
It was reported that during a sigma diverticulum perforation procedure, the device cut completely, but delivered malformed staples. The device was stuck in the anastomosis, and could only be removed with a hole in descendens. The procedure was completed with hand sutures. There was no pt consequence.